Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
It was reported that the drive support cap fell off of the customer's insulin pump. It was stated the insulin pump had not been dropped or bumped. The customer's blood glucose was 315mg/dl. The drive support cap was not pressed in while the patient was connected to the insulin pump. It was advised that the customer revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed the displacement test and rewind. However, the device alarmed during the basic occlusion test due to a missing drive support disk. The insulin pump was also received with a cracked display window, a cracked case at the display window corners, a broken reservoir tube lip, scratched reservoir tube window, cracked battery tube threads and a missing end cap sticker.